Manufacturer narrative:
Analysis found the wave spring washers are worn, the clamps are loose. The wave spring washers have been replaced. The device has been successfully tested according to its manufacturing specification. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the patient interface had no stimulation response. There was no patient impact.